Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: frequent urination. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: (B)(6): user applied blood to strip before inserting strip into meter. Note 1: manufacturer contacted customer's nephew in a follow-up call on 25-aug-2023 to ensure that the initial concern was resolved - nephew stated that per customer's caregiver the meter is working fine. Nephew stated customer's customer blood sugar is still high and the customer is going to possibly seek medical assistance that day. Unable to verify customer symptoms customer was unavailable. Note 2: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-3). The customer reported having frequent urination. Customer stated he would be going to the hospital. During the call, a back to back blood test was performed by the customer fasting and produced test result of 559 mg/dl using true metrix meter. Customer was not concerned with the result since he had not been testing and just starting testing again, he was concern with the e-3.the product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 08/22/2024 and test strips were opened three months ago.